Event description:
Customer called to ask for an fe to attend to check centrifuge well following a blood spill. During first cycle, spill occurred and it was noticed that the saline and heparin bags had been wrongly connected leading to clotting. The male patient with high hb is ok. Service order ((B)(4)) was dispatched. Customer will not return product for investigation.

Manufacturer narrative:
A review of lot c722 was performed and there were no non-conformances. This lot met all release requirements. Trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break, clot observed nor for occlusion system alarm. No corrective and preventive actions were initiated for either centrifuge bowl leak/break, clot observed nor for occlusion system alarm. Service order ((B)(4)) feedback: service engineer cleaned instrument, replaced drain bag and performed successful system checkout procedure. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Not returned.